Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.